Event description:
A report was received that the patient was experiencing warm sensation at the ipg site. It was stated that the patient had epidural. The physician gave a joint injection in her back. No further course of action at this time.